Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the white stapler 30 reload involved with this reported event for failure analysis investigations. Intuitive surgical inc. (Isi) received the endowrist 30 curved-tip stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. After removing the lodged staples, the instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. A firing test was performed twice with different orientations of the distal end. The instrument clamped, fired and unclamped without any issues both times. A review of the log showed no firing failures. Additionally, the instrument was found to have multiple reload recognition failures based on log review. Based on a log review, the first endowrist 30 curved-tip stapler instrument (part #470530-06, lot #t10180924-0041) used was installed on the system 5 times and fired 2 white stapler 30 reloads. On installs 1, 3, and 5, the system did not detect a valid reload was installed. On installs 2 and 4, the system failed to detect the reload color, and the user manually selected the white reload in both cases. Clampings and firings were completed without error. The instrument was then removed and not used again in the procedure. The second endowrist 30 curved-tip stapler instrument (part #470530-08, lot #t11231127-0001) used was installed on the system 3 times and fired 3 white stapler 30 reloads. On each install, clamping and firing were completed without error. The instrument was then removed and not used again in the procedure. There were no errors in the logs relevant to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy the endowrist curved-tip stapler 30 instrument was used with white stapler 30 reloads and it was noted that every staple lines bled after a successful firing process. The surgeon could not recall specific tissue that was involved with the bleeding events. Hemostatic agents were used to address the bleeding such as surgiseal and arista. Additionally, pressure was held at the staple line to stop the bleeding. A third party stapler was used to complete the procedure robotically. The patient recovered well, with no complications postoperatively and was discharged from the hospital as planned.